Event description:
It was reported that high threshold was observed. The lead was replaced.

Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.